Manufacturer narrative:
The insulin pump had an intermittent act button due to moisture damage on keypad traces. No low reservoir alarm noted. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer called to report the insulin pump alarmed for low reservoir and had an unresponsive button. The customer was unable to clear the alarm. The anomaly occurred while the customer was changing the set. The customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).